Event description:
Customer reported a tandem mobi cartridge alarm, with technical support confirming the alarm as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump required replacement, and a new pump with updated software was dispatched to the customer. In preparation for the transition, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Instructions were provided for putting the pump into storage mode, returning the defective pump, and programming and connecting the new pump with the cgm. The customer understood and acknowledged all instructions.